Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native valve with aortic in sufficiency, the estimated depth of the valve was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) when it was elected to release the valve with pacing at 140-160 bpm. After the final release of the valve, where both tabs cleared, the valve dislodged out of the annulus into the aorta. It was reported that there was no calcium to secure the valve in place. A new delivery catheter system (dcs) was used to implant a second valve successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. In this case, it was reported that there was no calcium to secure the valve in place. This indicates that the probable cause of the valve dislodgement could be due to patient anatomy. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. Updated data: h6 - conclusion code corrected data: g2 - foreign checkbox was inadvertently selected as this event did not occur in a foreign country. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.